Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: per nursing report, the tubing set was leaking from the secondary port on the cassette. No sample available. No patient harm. A preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.